Manufacturer narrative:
It was reported that the needle-syringe connection was inadequate. According to the physician reporter, the needle detached from the syringe when the needle cap was pulled off, the connection became loose resulting in leakage while injecting, and that it was difficult to draw up using the syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. An unused sample was returned for evaluation. Visual inspection revealed no manufacturing defects that would prevent the sample from working as designed. During functional testing, the needle and syringe were connected and simulated administration medication was performed by drawing up fluid. No issues were identified and the needle remained securely attached to the syringe with no leaking observed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the needle-syringe connection was inadequate.